Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (4) photo samples. The first photo was a top view of the three way catheter. The second photo was zoomed in view of the trifurcation site with an arrow pointing to where the leak was noted. The third photo was of the inflation cap with the batch # ngjs3672. The last photo was of the tray labeling with the batch # myjx2833. Received 1 all-silicone temp sensing foley catheter with sample port connector. Verified material number 119314 and manufacturing lot number ngjs3672. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Dfmea ra0301351, revision 16 was reviewed for this investigation. The risk documentation was addressed in step#13. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water leakage was found near the trifurcated part of the catheter shaft while injecting sterile distilled water.

Event description:
It was reported that during use the foley catheter sterile water leakage was found near the trifurcated part of the catheter shaft while injecting sterile distilled water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.